Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator found no anomaly.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient had experienced a ¿shocking feeling¿ over the last several months prior to report. It was further reported the patient experienced a ¿shocking/jolting sensation¿ and pain at an unknown location. The patient¿s shocking sensation reportedly ¿could not be predicted¿ and a specific location could not be determined ¿as it was not always the same and came and went quickly through his body.¿ the patient was reprogrammed as a result; however, this ¿did not resolve the patient¿s issue.¿ impedance testing was performed and found impedances were ¿all normal.¿ the patient¿s implantable neurostimulator (ins) was explanted as a result of the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.